Manufacturer narrative:
Sections with additional information as of 29-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were returned for evaluation; no defect was detected.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-55: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 57 mg/dl and from meter to meter comparison results of 57 mg/dl using truemetrix meter and 80 mg/dl using another device. The customer¿s expected am fasting blood glucose test result range is 120-140 mg/dl, expected pm fasting blood glucose test result range 2 hours after lunch is 90-110 mg/dl and expected pm fasting expected blood glucose test result 2 hours after dinner is 100 mg/dl. Customer was not using proper testing technique. At the time of the call the customer felt well and did not report any symptoms. When the result of 57 mg/dl had been obtained, customer reported she had been shaking. Medical attention is not reported as a result of the actual blood glucose results and reported symptom. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/28/2020 and test strips were opened 3-4 weeks ago. The meter memory was reviewed for previous test result history: (B)(6).